Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21158. It was reported that when the patient presented remotely via merlin.net transmission, inappropriate mode switch episodes due to competitive atrial pacing were observed. Far field r-wave oversensing was also noted. There were mode switches in which a signal was detected on the atrial channel following an atrial sensed event prior to ventricular paced event. Atrial lead noise oversensing due to lead malfunction was suspected. Programming change was made. The patient was stable.